Manufacturer narrative:
The root cause is unknown since the alleged failure condition could not be replicated before the power switch ceased functioning. Midmark engineering investigation revealed switch conductor erosion, and deposition of contact material on the side walls of the power switch housing. The deposition of the contact material on the side walls of the switch housing could serve to reduce the creepage distance for the switch and aid in the movement of arc plasma to a point where the operator could encounter it.

Event description:
A clinical coordinator from a dental office reported to the sales and service technician of a distributor, who then reported to midmark on (B)(4) 2013, that a dental assistant received and electrical shock on (B)(6) 2013, when powering on a preva x-ray unit, serial number (B)(4). A midmark electrical engineer interviewed the dental assistant, who indicated that she experienced numbness in her hand and felt tingling through her arm to her neck. She sought medical intervention and the condition cleared in a few days.